Event description:
Customer reported with an issue of black image with white stripes. The issue found during an unknown event. There is no patient involvement associated on this event . No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted the following findings : the camera head was tested. In contrast, it was an image with noise that was shown, in opposite to a black image with white stripes as reported. The error image was due to the camera cable defectiveness. Furthermore, upon checks, the cable condition revealed several cuts on its sheath. Moreover, upon checks, the ccd sensor was free from any apparent defects. In addition, it was noted that due to malfunction of image functionality, the white balance could not properly adjusted and due to this, an error e311 was displayed on the monitor during testing. Service noted that , likely, the faulty cable caused the image problem reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed an image issue most likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.